Event description:
No additional information received from the customer.

Manufacturer narrative:
Submitting this report as a correction to the h11 field. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of the electrical connector, when pushing the connector, the image was fuzzy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope had a fuzzy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of the el connector, when pushing the connector, the image was fuzzy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.